Event description:
An endurant stent graft system was implanted in the patient to treat a type ib endoleak. The patient reported that they had a lot of CT scans over the years because their physicians were watching their graft more closely because there was a blush on their images that may signify a leak. Per the physician, it was reported that a secondary intervention was performed to treat a type ib endoleak. Endurant limb extensions were added to both the left and right side to treat a type ib endoleak. An endurant cuff was also placed. The procedure resolved the endoleak. The patient had no additional symptoms or complications. The patient did not return for any follow-up appointments after the intervention.

Manufacturer narrative:
(B)(4).